Event description:
Customer reported the aviva system gave a blood glucose result of 100 mg/dl at a time when she was symptomatic of hypoglycemia. Customer was not treated based on the aviva result; daughter called emts. Emt meter result an undetermined amount of time later was 60 mg/dl. Customer treated glucose paste, transported to hospital for further treatment. A request was made for the return of the system and a replacement was sent.